Event description:
Patient reported against right side infection and recall. Patient representative later reported "breast abscess", "calcifications", "appearance of nodules" (non device related), and "alteration of tumor markers" (non device related).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that work order (B)(4) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength result was acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30012134. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of (B)(6)2020 through (B)(6)2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported against right side infection and recall. Patient representative later reported "breast abscess", "calcifications", "appearance of nodules" (non device related), and "alteration of tumor markers" (non device related). Device remains implanted.

Manufacturer narrative:
The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and anxiety-product/procedure.

Event description:
Patient reported unknown side infection. Device remains implanted.